Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es biometric identifier was failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner failed to function properly. The field service engineer (fse) had tested the biometric identification (bio ID) in the hardware test application multiple times, and it had successfully passed all tests. The fse had also tested the scanner, which had functioned perfectly and then the fse had disabled certain power-saving settings and adjusted a few network configurations to enhance login speed. As a result, the biometric identification system and scanner had been working flawlessly. The system functioned as intended after the field service engineer troubleshot the device.